Event description:
Patient reported obtaining elevated blood glucose results (500 mg/dl-"hi" [>600 mg/dl]), while using the suspect device. After receiving a result of 575 mg/dl, patient phoned emergency medical services. Upon their arrival, ~10 minutes later, patient's blood glucose measured 159 mg/dl, on paramedics' blood glucose monitor. Patient was reportedly transported to the hospital, where her blood glucose was retested (using a hospital instrument) with a result of 129 mg/dl. No treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.